Manufacturer narrative:
Device was returned for analysis on 6/12/2017; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Conclusion: as reported by a healthcare professional, the tip of an envoy da catheter was found fractured during the procedure, prior to the device being placed in the patient. They used a new one to complete the procedure. There was no report of patient injury or procedure delay. It was reported that the device would be returned for analysis. The envoy da was returned without the external box product, the internal pouch with the cardboard holder, the catheter¿s plastic protector, or the shipping container. A kink was found approximately 82.5 cm from the proximal end of the catheter shaft and compressions were found at approximately 18.0, 58.0, 60.0, and 61.0 cm from the proximal end. There was also evidence of dried blood residue at two locations near the distal end of the catheter. There was no evidence of a device fracture. No issues related to this product complaint were found in the DHR review executed for the device lot. The complaint that the catheter was fractured was not confirmed. Kinks and compressions were observed throughout the length of the catheter. Dried blood residue was also found along the catheter. Considering there is a 100% visual inspection where each unit is inspected for kinks, tip damage, contamination, etc. It is unlikely that a unit left the facility with kinks or residue visible by the unaided eye. No issues related to this product complaint were found in the DHR review executed for the device lot. Blood likely adhered to the catheter during the procedure and dried when the catheter was removed from the vessel. The most likely contributing factors to the damages found on the catheter tube are device handling or procedural factors such as tortuous vasculature although it cannot be determined how and when the damage occurred. Without the return of the distal outer sheath protector, the inner pouch, the inner cardboard product holder, the external product box, and the shipping container, it cannot be determined if this damage occurred with the end user, during storage at the distribution center, or in-transit. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(6). It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, the tip of an envoy da catheter was found fractured during the procedure, prior to the device being placed in the patient. They used a new one to complete the procedure. There was no report of patient injury or procedure delay. It was reported that the device would be returned for analysis.